Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 9th most proximal stent strut row; struts were lifted. The outer diameter of the undamaged crimped stent was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24may2018. It was reported that crossing difficulties were encountered. The occluded target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation, a 24x4.00mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.